Manufacturer narrative:
The pt remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a review of the pt's history log file data revealed "red heart" alarms and pump stoppage events. The hospital exchange the pt's system controller. The pt has a history of the percutaneous lead shorting to the shield and is currently on a modified pt cable. No additional information was provided.